Event description:
It was initially reported there was an incorrect dosing event while infusing a chemo drug. There was patient involvement but no harm. Additional information provided: per report, on (B)(6) 2025, a patient was to receive paclitaxel over 3 hours. The medication arrived from pharmacy in a 500ml dehp free (non-pvc) bag and tubing, as is appropriate, as paclitaxel leaches plastics out of pvc bags. The mar (medication administration record) read that the bag contained 576ml of fluid, and divided over 3 hours, the rate of infusion was 192 ml/hr. This matched the labeling on the bag as well. Two chemo certified nurses verified the drug dosing, calculations and pump settings. The infusion was run at a rate of 192ml/hr. The patient and pump were checked on and visualized throughout the infusion. The infusion was not stopped or paused, and the rate was not altered throughout the infusion. The infusion was started at 1453 and the bag was empty at 1647. The infusion that should have taken 3 hours took only just under 2 hours.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-116283 is a concomitant. Please refer to manufacturer report number 2016493-2025-116280, which captured the correct suspect device per investigation report.

Manufacturer narrative:
The actual date of event is unknown. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an incorrect dosing event while infusing a chemo drug. There was patient involvement but no harm. Although requested, further information was not provided by the customer.